Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 115-125mg/dl. Verified the strips expire 10/20/2017. Customer confirms the strips are stored in the kitchen and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern:with 64mg/dl. No adverse event reported.